Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery unit had issues and does not support the system when alternating current (a/c) voltage was removed. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The customer stated this system is used for training purposes only and they declined repairs at this time.